Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station tower 5a network cable was damaged, and the station was not communicating. The field service engineer (fse) had remotely assisted the customer and identified that the issue was not with the door but a damaged network cable at the station. The customer replaced the cable, connected it successfully, and rebooted the station. The station reestablished communication, and the fse advised the customer that the critical override icon would clear once data synchronization was completed. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the tower door 5 having the cord cable broken. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.